Event description:
The reporter's daughter called in regarding her father's er1 message. He had put the strip in wrong and retested. He did compare the back of the strip with the color chart on the vial and it was dark blue. The result on the meter was 185. At this time he was "lightheaded". He ate something and felt better. There was no harm alleged and he did not seek medical treatment.